Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they had a surgery to move the stimulator slightly because they had lost a lot of weight and the ins was loose, "so they moved it down slightly to where the old stimulator was". Pt thinks this was on (B)(6). They said since that surgery, they found they "had been having dizzy spells". They then said the dizzy spells started happening even before the battery revision. Pt stayed at the hospital for a week after the surgery and said the healthcare provider (hcp) found that they have a "hole in my heart, and I got home on tuesday ((B)(6)), and then on wednesday morning I got off the toilet seat and fell really hard on the toilet seat". Pt said when they fell they "broke my right hip so I ended up back at the hospital for another surgery, they put rods and screws in my hip". Pt used stimulation in the hospital, and it did help their right hip but now they weren't feeling stimulation in their right hip and need to adjust stimulation. During the call they did long press on communicator and then reset handset. They were then able to successfully connect with implant and said they will make the adjustments they need. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.